Event description:
It was reported catheter was placed in the right lower limb 4 months ago, is damaged inside the body. The catheter was inserted by a specialist from the hospital¿s intravenous therapy team on (B)(6) 2025, into the right lower limb. On (B)(6) 2026, the ward staff observed fluid leakage at the catheter insertion site. After evaluation, the catheter was removed, revealing that it was damaged at the 24-centimeter mark. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.